Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator failed to discharge as expected as the pad was sticking to the pt.